Manufacturer narrative:
Additional narrative: the customer reported the hand piece for battery powered driver reverse does not work. The repair technician reported the device failed to run in reverse, ran in low power in fast speed, contact plate broken, and dirty membrane vent. The cause of the issue was damaged component. The item will be repaired per the inspection sheet, and returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 10. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot part #: 05.000.008, synthes lot #: 007095, supplier lot #: 007095, release to warehouse date: 07 feb 2018, supplier: triangle manufacturing, no ncr's generated during production. Device history batch: null. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the driver reverse function does not work. The issue was observed during weekly audit equipment check. There was no patient involvement. It was reported that there was no further information regarding the issue. This report is for one (1) hand piece for battery powered driver this is report 1 of 1 for (B)(4).